Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d274drg implantable cardioverter defibrillator, (B)(6) 2009. (B)(4).

Event description:
It was reported that there the patient heard the device alarm. The right ventricular lead was found to have increased impedance. Programming options were discussed and the lead will be monitored. No patient complications have been reported as a result of this event.